Event description:
It was reported that pump screen was frozen and would not respond to customer touch, and customer was unable to interact with pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.